Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 700 pump ms due to dysfunction. Additional information received stated that when the pump was inflated and deflated, it would not inflate again. No patient issue was reported in relation to this event.

Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 700 pump ms due to dysfunction. Additional information received stated that when the pump was inflated and deflated, it would not inflate again. No patient issue was reported in relation to this event.

Manufacturer narrative:
Pump malfunction was reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. The analysis confirms a pump malfunction based on the identified pump functional test failures. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Product analysis confirmed the reported device allegations. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because the reported device complaint could be traced to a component failure identified during product analysis. Based on the results of this investigation, no escalation is required.